Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Approx 6 hours after the implantation of the subject lead, an intervention was performed in order to attempt to reposition the dislodged tip of the subject lead. After retraction of the fixation helix, the physician attempted to extract the stylet, but it was reportedly stuck inside he lead. The physician turned the stylet both clockwise and counterclockwise, but it was still stuck. The physician extracted the lead. Reportedly, an unsuccessful attempt was made to implant another lead. Physician's comment: turned the stylet several times in both ways, but the screw was retracted when extracted the lead. There is a question whether the screw was actually extended or not at the implantation.